Event description:
The biomedical engineer (bme) reported that the multigas unit was not giving readings when trying to use it in a procedure. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was not giving readings when trying to use it in a procedure. No patient harm was reported. (B)(6) continues to investigate the reported event. (B)(6) will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device. Attempt #1. 08/11/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2. 08/15/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not know the additional device information. Bedside monitor model: ni. Sn: ni.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was not giving readings when trying to use it in a procedure. No patient harm was reported. Investigation conclusion: the customer reported that gas unit (gf-210ra, sn: (B)(6) was not giving readings when trying to use it in a procedure. Multiple attempts were made to facilitate an exchange and evaluate the complaint device. However, there has been no response from the customer. There is not enough information to determine the root cause. A review of the device's complaint history by serial number reveals a similar issue, documented in ticket (B)(4) . For which, the unit performed to manufacturer's specifications after pump replacement. Additional device information: the following field(s) contains no information (ni), as attempts to obtain information were made, but not provided. D10 concomitant medical device attempt #1: 08/11/2025 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: 08/15/2025 emailed customer via microsoft outlook for all items under the no information section. The customer responded back, but they did not know the additional device information. Bedside monitor. Model: ni. Sn: ni. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not giving readings when trying to use it in a procedure. No patient harm was reported.